Manufacturer narrative:
Investigation of the guidewire showed that the core wire was broken, coil wire was elongated, but the device was in one unit without separation into two. Microscopic observation revealed the trace of breakage of core wire at approx. 7mm from tip end due to bend and pulling-apart force. Lot history review revealed no anomaly with this lot products. No other event was reported for this lot. All the shipped products are inspected in the production process for meeting the product specifications and release criteria, there is no indication of a product deficiency. Based on the provide information and the outcomes of the device investigation, it is inferred that tip of the guidewire might be advanced to distal area of the used artery, where push-pull manipulation might be applied, and bending force worked on the guidewire, resulting with the core wire breakage due to the force exceeding the product design limit when the guidewire was removed for exchange. Coil was not separated and the guidewire was removed out in one unit. Warning section of the IFU describes: if resistance is felt due to spasm, bending of the guidewire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guidewire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively it may break or become damaged. When torquing this guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to be damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternatively. Do not exceed two rotations (720 degree) in the same direction.

Event description:
In the procedure to lad #6 cto lesion, subject guidewire was advanced to lcx, target lesion was treated with other guidewire. During the procedure, when the subject guidewire was removed for guidewire exchange, it was found that the coil was elongated. There was no breakage of the guidewire, no impact to the patient.

Manufacturer narrative:
(B)(4).